Event description:
The customer reported the backup battery is bad; when the device is not connected to ac power, the device will not turn on; when operating on ac power, there is a "no battery" alarm and the device beeps every minute or so. The customer reported there was no patient involvement.